Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brushes became loose and 1 fell apart in mouth [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that 2 oral-b brushheads, version unknown became loose very quickly and 1 fell apart in his/her mouth. The consumer reported he/she bought 5 of them, and the third one being used was also loose. No symptoms were reported. Relevant history: none reported. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided.

Manufacturer narrative:
On 20-dec-2017 product investigation results: the reporter returned toothbrush head on 14-dec-2017. Toothbrush head confirmed to be counterfeit.

Event description:
Brushes became loose and 1 fell apart in mouth [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that 2 (B)(6) brushheads, version unknown became loose very quickly and 1 fell apart in his/her mouth. The consumer reported he/she bought 5 of them, and the third one being used was also loose. No symptoms were reported. Relevant history: none reported. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information.